Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the rv lead exhibited high thresholds. The rv lead was retracted and placed in a new position. Due to the change in pacing waves, the position of the lead tip was examined via fluoroscopy which showed the lead tip may have advanced into the left ventricle. Ultrasound confirmed a perforation of the ventricular septum. It is unknown whether the perforation was caused by the lead or the delivery catheter. The catheter and lead were withdrawn. As no change in blood pressure or tamponade was observed, a replacement rv lead was then implanted. No further patient complications have been reported as a result of this event.